Manufacturer narrative:
Additional investigation: the technical expert reviewed images from post-initial implant and pre-explant. The pre-explant imaging had evidence that the implantable pulse generator (ipg) was located caudal to the ala and greater sciatic notch, closer to the gluteal fold than the psis than typical. The location of the ipg caused tensile stress on the leads. The root cause of this event was due to the system positioning, including ipg location, and with no strain relief loop of the stimulation leads. Per the reactiv8 physician implant and programming manual, the ipg should be placed in a subcutaneous pocket in a location deemed appropriate by the implanting physician, considering the patient's ability to reach the ipg location for the initiation of stimulation with the activator. It is recommended that an appropriate location be used to minimize tensile forces on the lead during subject movement. Reporter's contact number: (B)(6). Mml reference # (B)(4).

Event description:
It was reported that during the patient's follow-up session, the patient reported no longer feeling the stimulation. The x-ray images revealed that both electrodes were not in place. Revision surgery was performed on oct 5, 2022, to replace the percutaneous stimulation leads to address the issue. The surgery was successful, with no report of patient harm or injury. The leads were returned for evaluation. The leads passed the functional testing and operated within the manufacturing specifications.

Manufacturer narrative:
(B)(6). Mml reference # (B)(4).

Event description:
It was reported that during the patient's follow-up session, the patient reported no longer feeling the stimulation. The x-ray images revealed that both electrodes were not in place. Revision surgery was performed on (B)(6) 2022, to replace the percutaneous stimulation leads to address the issue. The surgery was successful, with no report of patient harm or injury. The leads were returned for evaluation. The leads passed the functional testing and operated within the manufacturing specifications.